Event description:
It was reported that the pump touch screen was scratched affecting visibility. There was no adverse impact to customer¿s blood glucose level. The customer declined troubleshooting and follow-up actions, so no additional information regarding the outcome of the event was obtained.